Event description:
It was reported there was a fatal error code displayed. Followup indicates it was attempted to turn the programmer off and recycle on two occasions but the same response was received. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found the programmer powered up and interrogated with no errors, however, a system error was found in the programmer error log. Analysis also found the power cord bay door is damaged (broken tab).